Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal natrium chloratium 9.0 mg/ml at a dose of 20,0136 mg/day via an implantable pump. According to the logs from (B)(6) 2026, service code 527 was seen indicating that the programmer time may be incorrect. The implant date of the patient's pump was indicated as (B)(6) 2023. According to the system event logs retrieved at 11:20 on (B)(6) 2026, the following was seen: (B)(6) 2025 at 11:29 - pump motor stall recovery (1a) (B)(6) 2025 at 14:50 - critical alarm - stopped pump duration exceeded 48 hours (04) (B)(6) 2025 at 14:50 - critical alarm - pump motor stall occurred (03).

Manufacturer narrative:
H6 correction: fdd code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.